Event description:
The pt reported that the surgeon implanted a micl 12.1mm implantable collamer lens in her left eye on (B) (6) 2008. The pt reported that she was told by her doctor that she has developed cataracts and they need to be removed. The doctor's office was contacted and the doctor confirmed that the pt has developed cataracts. The pt's last visit was on (B) (6) 2010. Bcva plano 20/20 -1. A date has not been scheduled yet. Icl remains implanted. See MFR # 2023826-2010-00574 for the right eye.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B) (4).